Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. An error code 200 f was displayed. In addition, tones were not emitted with magnet application. The device has been explanted and returned for analysis. A competitive device was implanted without incident.